Event description:
Pt reported that the device generaed a result of lo (< 10 mg/dl), without having first applied blood, or control solution, to the test strip. Pt's blood glucose was not affected and no treatment was received. Technical support requested the return of the suspect product and replacement product was shipped.